Manufacturer narrative:
Per the tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to high temperatures on multiple occasions. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer¿s blood glucose level.